Event description:
A user facility biomedical technician (biomed) reported a blood leak that occurred 1h20m after the initiation of the patient¿s hemodialysis (hd) treatment. A user facility nurse confirmed the reported event during followup and provided additional information. The machine, a fresenius 2008t machine, alarmed with an air detection message. The nurse stated that air was noted inside the venous chamber. The patient¿s blood could not be returned. The patient¿s estimated blood loss could not be provided. There was no patient injury, adverse events, or medical intervention required as a result of this event. Upon breaking down the machine setup a tear was noted on the (non-fresenius brand) bloodlines and blood was noticed on the inside of the blood pump on the machine. The rn confirmed that there was no defect or damage seen on the bloodlines prior to the event. There were also no loose connections or issues encountered during prime. The patient successfully completed treatment on the same machine with new supplies. The biomed stated that the plastic sheath covering the blood pump melted and exposed the rotor which cut the bloodlines during treatment. The rotor has been replaced to resolve the reported issue. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However the manufacturer determined that there is a causal relationship between the objective evidence (a provided video) and the alleged event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.